Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. The logs and archive from the reported issue were received for evaluation. However, results are unavailable at the time of filing. Concomitant medical products: product ID: 9735740, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a t3-t12 spinal fusion. It was reported that the facility had difficulties with patient registration. It was noted that the surgical selected the following order of registration points.  T12 spinous process (most posterior point). T11 spinous process (most posterior point). T10 spinous process (most posterior point). T12 left tp (most posterior point). T11 left tp (most posterior point). T10 left tp (most posterior point). T12 right tp (most posterior point). T11 right tp (most posterior point). T10 right tp(most posterior point) it was reported that multiple attempts were conducted through that method without success. A separate sequence (1, 2, 4, & 6) was performed. Then additional points with a surface merge was conducted without resolution. Deleting all points on the t10 vertebrae and focusing on t11 & t12 did not resolve the reported issue. An additional attempt to select unmatched points and a non-symmetrical pattern without resolution. A second medtronic navigation system was brought into the operating room (or) to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
H3: the software team investigated the reported issue and reviewed the archives and the images and they were per the protocol. Reviewed the touch registration accuracy 3.4mm where few points captured on one vertebrae, 9 points were taken and out of that 6 points were green. Suggesting to take 10 points for better accuracy. Also, 6 points were captured for surface registration where 30 are the minimum points to be captured. Suggesting to take more touch points for better accuracy. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.